Event description:
It was reported that stent damage occurred. The 12 x 2.50 promus premier¿ drug eluting stent was advanced to treat the target lesion, however, the device failed to cross the lesion. The physician removed the device from the patient and it was noted that the stent was slightly lifted up. The procedure was completed with another promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The stent struts at the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance or an obstruction during the removal of the device. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. There were no issues noted with the shaft polymer extrusion profile. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 12 x 2.50 promus premier¿ drug eluting stent was advanced to treat the target lesion, however, the device failed to cross the lesion. The physician removed the device from the patient and it was noted that the stent was slightly lifted up. The procedure was completed with another promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).